Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having extra spasms and thought it must be triggering the nerve that hooks down the butt region down by their leg. Patient said every once in a while they have random spasmy kind of thing and they thought maybe it was worth adjusting the therapy. Patient mentioned they tried turning the stimulation down quite a bit and it didn't stopped the sensation, so they turned the stimulation back up to where they had been setting it and they were thinking maybe it will adjust and their body will adjust to it after a while and it will quit doing that. Patient described the sensation as a little electrical impulse kind of feeling like the little nerve feels like it's firing. Patient stated it doesn't hurt but it just feels weird. Patient also mentioned that it will do it for a minute or two and then it will just do it all of a sudden and will quit after just a little short time. Patient also mentioned that after they decreased the stimulation they had a returning in the symptoms and then they increased again and now they were having the relief in their symptoms. Patient reported they were still sore on the area of the surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue.